Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently the pump shutdown. The customer's blood glucose (bg) level was over 600 mg/dl. Customer delivered a correction bolus and took a manual injection to address high bgs. Customer was able to charge the pump and continued using the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.